Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
Arjo became aware of the citadel plus bed frame malfunction. Allegedly the left-hand side rail was broken. The arjo service technician visited the customer place and found that the welds connecting the extension frame with the side rail were cracked. Due to that the side rail partially detached. No injury was claimed.

Manufacturer narrative:
According to instruction for use citadel plus (IFU, 831.374-en rev. 13): operation of side rails should be checked daily and extension frame weekly by the caregiver. "Warning: failure to carry out these checks or continuing to use the product if fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help to prevent accidents." The analysis of the data is ongoing to establish the root cause of the malfunction.

Event description:
Arjo became aware of the citadel plus bed frame malfunction. Allegedly the left-hand side rail was broken. The arjo service technician visited the customer place and found that the extension frame was damaged, the welds were cracked. Photographic evidence provided confirmed malfunction. No injury was claimed.

Manufacturer narrative:
The review of the reportable complaints history determined that the investigated failure, cracked welds of the extension frame (paarts allowing for adjustment of the width of the mattress support surface), has never caused or contributed to a death, or serious injury. Moreover, the risk analysis file for the citadel plus does not indicate that the cracked welds / damaged members of the width extension system could result in serious injury. There were no circumstances provided on how the equipment was damaged thus; the product engineer was contacted to determine the probable cause of the damage. He suggested that it could have been caused either by the patient repeatedly getting off the bed or by impact with an object, such as a windowsill. When the bed is used according to the instruction for use, the patient support surface is supported by four extension frames (if extended) on one side of the bed. The patient's weight is distributed across all extension frame. Even if the excessive force is applied by a patient on the side rail, the post-market surveillance data indicates that it typically results in side rail detachment (screws being ripped out or components of the side rail assembly (lower and upper arms) breaking or detaching), not damage to the extension frame. Given this, a different external force must be responsible for damaging the extension frame. The second potential cause suggested by the product engineer, a collision with an obstacle, aligns with the assessment of the arjo service technician who inspected the device. He reported that the damage was likely due to an excessive force, such as the bed being caught under something and then raised. In such cases, the issue could be observed at the moment it happens by the bed operator. The investigated malfunction does not pose a risk to the patient, as damage to the welds connecting the side rail to the extension frame requires operator action to occur. Additionally, the issue is visibly noticeable, allowing the operator to respond appropriately when it occurs. In the complaint at hand, the extension frame malfunction was noticed and therefore arjo was contacted for service. According to instruction for use citadel plus (IFU, 831.374-en rev. 13): "clear path - ensure pathway is clear of cords, hoses and obstacles before driving bed forward or backward." "Navigate slowly - use slow speed when moving bed around corners and through elevators and rooms." Moreover, the IFU states that the peration of side rails should be checked daily and extension frame weekly by the caregiver. ¿warning: failure to carry out these checks or continuing to use the product if fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help to prevent accidents.¿ to sum up, the investigated failure, cracked welds of the extension frame, is caused by the external force applied to the extension frame. The malfunction is detectable and occurs when the operator of the bed is present. The review of the reportable complaints history determined that this type of event has not caused or contributed to a death, or serious injury. Based on all information, it is considered unlikely that the analysed scenario will lead to a serious injury or death; therefore, it will not be considered reportable in the future.

Manufacturer narrative:
In the investigated complaint, there were no circumstances provided on how the equipment was damaged. However, based on the technician's observation, it is believed, that the extension frame damage was related to an excessive force applied to the side rail extension frame. The photographic evidence was provided to the product engineer who confirmed that the most probable root cause of the extension frame malfunction was excessive force applied to the side rail extension frame. According to instruction for use citadel plus (IFU, 831.374-en rev. 13): operation of side rails should be checked daily and extension frame weekly by the caregiver. ¿warning: failure to carry out these checks or continuing to use the product if fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help to prevent accidents.¿ the analysis of the data is ongoing to establish the root cause of the malfunction.

Manufacturer narrative:
In the investigated complaint, there were no circumstances provided on how the equipment was damaged. However, based on the above and the technician's observation, it is believed, that the extension frame damage was related to an excessive force applied to the side rail extension frame. According to instruction for use citadel plus (IFU, 831.374-en rev. 13): operation of side rails should be checked daily and extension frame weekly by the caregiver. ¿warning: failure to carry out these checks or continuing to use the product if fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help to prevent accidents.¿ the analysis of the data is ongoing to establish the root cause of the malfunction.